Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the wo evaluation, the control panel booted to disc read error, used u.I. To complete decontamination in an arctic sun device. Per sample evaluation results received via task on 05may2026, it was reported that the neutral side of the power inlet module to the ac main voltage circuit card was found to be blackened. The chiller has a short in the electrical wiring.